Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set bent cannula event which caused occlusion and resulted in hyperglycemia on (B)(6) 2026. The patient was suspected to have potential diabetic ketoacidosis. The patient¿s blood glucose level was reported to be 400 mg/dl. The event was managed with a manual insulin injection.